Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 500 mg/dl, 386 mg/dl, 197 mg/dl, 117 mg/dl, 529 mg/dl, 84 mg/dl and 532 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Note: the freestyle lite meter is designed to display "hi" for any readings greater than 500 mg/dl.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.